Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pullout as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® trace element serum blood collection tube has been found experiencing difficult stopper removal before use. The following has been provided by the initial reporter: it was reported that tubes did not meet the mean force specification for the 2nd stopper removal force. During r&d testing in franklin lakes, we observed some tubes that did not meet the mean force specification for the 2nd stopper removal force. Note that this observation occurred previously with this batch of tubes during prior test intervals (and complaints filed (in july)) and this is a subsequent r&d test interval for the same batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® trace element serum blood collection tube has been found experiencing difficult stopper removal before use. The following has been provided by the initial reporter: it was reported that tubes did not meet the mean force specification for the 2nd stopper removal force. During r&d testing in (B)(4), we observed some tubes that did not meet the mean force specification for the 2nd stopper removal force. Note that this observation occurred previously with this batch of tubes during prior test intervals (and complaints filed (in july)) and this is a subsequent r&d test interval for the same batch.